Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle barrel was cracked and unable to draw insulin. The needle hub separated as well. This was discovered during use. The following information was provided by the initial reporter: material no: 324910; batch no: 9224140. It was reported by the consumer that some syringe barrels were cracked and the needle would not draw insulin. Also noted that the needle hub separated from the syringe and remained in the cannula shield.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned one (1) 31gx6mm, 0.3ml bd insulin syringe from an open polybag from lot 9224140. Consumer reported syringe barrels were cracked and the needle would not draw insulin; also noted that the needle hub separated from the syringe and remained in the cannula shield. The returned syringe was examined, and it was observed that the barrel was cracked near the flange. Needle hub separation was not observed on this syringe, and removing the cannula shield did not result in hub separation. This syringe was tested for flow, and was able to draw and expel properly. A review of the device history record was completed for batch# 9224140. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200845277, 200844846, 200845342] noted that did not pertain to the complaint. There was one (1) notification [200845031] noted for cracked hub. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (barrel cracked) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (hub separates, difficult/unable to operate ¿ not drawing) process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: the rail that transfers the barrels into the dial was out of balance/adjustment. Correction: the rail was balanced/adjusted and the air was adjusted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle barrel was cracked and unable to draw insulin. The needle hub separated as well. This was discovered during use. The following information was provided by the initial reporter: material no: 324910 batch no: 9224140. It was reported by the consumer that some syringe barrels were cracked and the needle would not draw insulin. Also noted that the needle hub separated from the syringe and remained in the cannula shield.